Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 20ga x 1.16in the product was damaged. The following information was provided by the initial reporter: after pull sylet back. Something that caught.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-mar-2022. H.6. Investigation: one photo and one sample in open packaging were received by our quality team for evaluation. From the photo, the catheter was partially pushed out from the cannula, but no catheter damage was observed. The sample was first subjected to visual inspection to check for catheter and cannula damage, and then further subjected to penetration and catheter drag tests. There was no catheter and cannula damaged observed. The sample passed the testing and was within the product specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 20ga x 1.16in the product was damaged. The following information was provided by the initial reporter: after pull sylet back. Something that caught.